Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces.

Event description:
It was reported that, during an ankle fracture with syndesmosis stabilization using an internal brace and knotless tightrope, while the surgeon was pulling by hand on the suture limbs to tighten the tightrope, the suture snapped at the section behind the button. The surgeon removed the tightrope and finished the procedure with a new device with the same part number. It was further reported that an arthrex titanium ankle fracture plate, ar-9943br-06s was used with the tightrope. It was not necessary to switch the surgical technique or do a second surgery. There was no harm for patient, operator or third party reported. 29-oct-2021 update (B)(6) further information were provided that the button was still attached on the medial side with the guide wire and statures still attached, and everything was easily retrieved.